Event description:
It was reported to boston scientific corporation in 2008, that an rf 3000 radiofrequency generator was used during a hepatic metastasis ablation procedure performed eight days prior. According to the complainant, the generator did not output an electric current, and, there was no indication of an error. Although the electrode cables were replaced, there was still no electrical output. Reportedly, the ablation procedure was aborted as a result of the malfunction. It was further reported that the patient was taken to surgery where a right hepatic lobule resection was performed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the device is not available for return. An evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4)

Event description:
It was reported to boston scientific corporation on (B)(6) 2008 that an rf 3000 radiofrequency generator was used during a hepatic metastasis ablation procedure performed on (B)(6) 2008 ((B)(6) male patient, weight is unknown). According to the complainant, the generator did not output an electric current, and, there was no indication of an error. Although the electrode cables were replaced, there was still no electrical output. Reportedly, the ablation procedure was aborted as a result of the malfunction. It was further reported that the patient was taken to surgery where a right hepatic lobule resection was performed.